Manufacturer narrative:
Additional devices included on this report are as follows: item #: rlt261418 / lot #: 17447380 / UDI #: (B)(4) which is captured in manufacturer report #: 3007284313-2020-00084. (B)(4).

Event description:
On (B)(6) 2018 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020 images were provided to gore. The CT imaging date was (B)(6) 2020. It was reported that there appeared to be thrombus layers across both the ipsilateral and contralateral leg components, with possible occlusion through both limbs at the level of device overlap/limb crossing. A possible type iii or type ii endoleak was also reported. Evaluation of the images later revealed that there was no evidence of thrombus within the limbs at the level of the contralateral gate. The suspected cause of the reported thrombus was reportedly unknown. A reintervention was performed on (B)(6) 2020. The type of endoleak was unable to be determined. Two contralateral leg components were used to reline the ipsilateral and contralateral limbs of the previously implanted gore® excluder® aaa system. It was noted that the relining did not extend past the previously implanted devices distally. It was reported that, on final angiography, no endoleak was noted on the devices, but contrast was noted in the lumbar arteries. The suspected type ii endoleak will continue to be monitored. No occlusion was noted on either distal limb during final angiography, and the physician reportedly had no issues advancing, deploying, or removing the delivery system. It was reported that the cause of the initial reported thrombus noted through the devices located in the patient's iliac arteries is unknown, and is suspected to have been resolved with the reintervention. The patient tolerated the procedure.